Manufacturer narrative:
The issue was resolved by the previously reported service activity. The root cause of the event was identified as the blockage in the vacuum tank nozzle. There have been no similar events at this site for this specific device or like instrument in the past 12 months. Trending data was reviewed for the vacuum gauge part number for the past 90 days, and no abnormal trend was identified.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that the calibration was high for the ion-selective electrode (ise) indirect na, k, cl for gen.2 and co2-lbicarbonate liquid (co2) assays on the cobas 6000 c (501) module, even after repeating calibration and changing the reagent packs. The customer ran an ise check, then performed a calibration which failed due to using old calibrators. The customer used a new set of calibrators with fresh reagent which passed. The customer then stated they had obtained questionable high test results for about 20 patients for co2, and six patients for ise (sodium). The customer repeated the samples on another analyzer and issued corrected reports. No co2 result data was provided. Sodium result data was provided for the six patients. All initial results were released outside of the laboratory, and all are in units of mmol/l. No data flags or alarms occurred. Patient a: the initial result was 157; repeat result was 139. Patient b: the initial result was 156; repeat result was 141. Patient c: the initial result was 154; repeat result was 141. Patient d: the initial result was 148; repeat result was 140. Patient e: the initial result was 149; repeat result was 141. Patient f: the initial result was 152; repeat result was 132. No adverse events occurred. The sodium electrode lot number and expiration date were not provided. The customer performed additional recommended troubleshooting including a sample probe wash and additional ise checks. The customer ran successful ise and co2 calibrations after troubleshooting; however, co2 quality controls were out of range along with multiple other assays due to calibration errors. The field service representative found that the vacuum tank nozzle was blocked which prevented maximum vacuum within the system. He cleared the blockage, adjusted the sample probe, ran a stylette through the sample and reagent probes, replaced one vacuum pump diaphragm, replaced the lamp and cuvettes, and performed additional service activities. He performed a wash reaction, photometer check, and cell blank. The customer ran successful calibration and quality controls for all assays. The customer stated that the issue seemed to be resolved after the service activities. Investigation activities are ongoing.